Manufacturer narrative:
The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, a (B)(6), asymptomatic patient was implanted with a 22 mm amplatzer septal occluder (aso). Twenty minutes post-implant, a trans-thoracic echo (tte) showed good device position and good left ventricular (lv) function. The patient was extubated but remained in the cath lab due to the development of an upper airway obstruction and irregular/diaphragmatic breathing. Approximately 1-2 hours post-implant, the cardiologists were called to the cath lab due to the patient¿s severe desaturation and the onset of hemorrhagic pulmonary edema. A repeat tte showed poor lv function. The echocardiograms and cath procedure were reviewed to determine the cause of the lv stunning after which the patient was placed on extracorporeal membrane oxygenation (ECMO) due to continued pulmonary hemorrhaging and cardiac arrest. Open-heart surgery was initiated in the cath lab and the lv demonstrated poor contractility. With the heart empty on bypass, the surgeon noted the aso partially covered the coronary sinus which may have led to the lv dysfunction (although it was not clear why right ventricular function remained normal). The aso was explanted and the patient¿s defect was surgically repaired. Due to ongoing lv dysfunction, the patient was referred to the picu on ECMO. When the patient was removed from ECMO, he developed respiratory insufficiency and was placed on a lung transplant list. The patient died eight months post-implant due to pulmonary insufficiency due to ECMO. The aso was not suspected to have caused the patient's death.

Event description:
The patient¿s atrial septal defect measured 18-20mm on trans-thoracic echo (tte) and demonstrated significant volume overload of the right ventricle. Positioning the aso was difficult and during the third attempt, the aso deformed cobra-shaped. The aso was removed, flushed and redeployed. After monitoring the patient¿s hemodynamic status for twenty minutes, the aso was released from the cable. A repeat trans-esophageal echo showed good device position and good left ventricular (lv) function. A repeat tte showed poor lv function and good device position.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. Sjm could not evaluate the product involved in this event since it was not returned to us. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.